Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone called for emergency medical services for they were passed out in his back yard and low blood glucose. Customer's blood glucose reading was unknown. Customer also reported that the face of the pump was all scratched up and they were unable to read the screen. The customer was treated with glucose paste. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.